Manufacturer narrative:
The device was received. Investigation is not yet received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the 4x12mm nc trek balloon dilatation catheter (bdc), the protective sheath [yellow cap] was difficult to remove. Subsequently, the bdc could not be inserted onto the guide wire (gw). There was no patient involvement and no clinically significant delay in the procedure. Another same size nc trek bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the protective sheath could not be tested since the protective sheath was not returned for analysis. The reported difficulty inserting the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported difficulty inserting the guide wire appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.